Event description:
See section h. Number 6 for adverse event problem conclusion code update.

Event description:
The company was made aware on 11/04/2021 that the physician explanted the axonics system due to the loss of efficacy and painful stimulation.